Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The customer was provided with the part number and price of the fan. Upon follow-up, the customer confirmed that the cooling fan resolved the problem. The unit has been repaired, tested and returned to service.

Event description:
The customer reported the cooling fan speed error code of 1125. The customer reported the issue was found while the device was in clinical use, however, there was no patient harm.